Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: reportedly, the chisel blades received over the last couple of months were softer, and bending almost like butter. This was observed in the operating room. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An analysis was conducted and it states that the present chisel blades were evaluated for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The blades are badly damaged and deformed. Since we were unable to determine the exact cause of this occurrence, it may be due to mechanical overload.